Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor's high/low alarm failed to alarm and as a result, the customer experienced a seizure however, the customer was able to self-treat with coke. It was further reported that an unspecified laboratory result was obtained and the customer was diagnosed with hypoglycemia but no additional treatment was provided. There was no report of death or permanent injury associated with this event.